Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6)initial= 172.5 pg/ml /redrawn and repeated after an hour sid (B)(6)= 11 pg/ml /repeated sid (B)(6)on alinity (B)(6)=13 pg/ml the customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow-up submission being send to cross reference MDR 3005094123-2024-00339-00 for likely cause changed on (B)(6) 2024; alinity I processing module, list number 03r65-01 to alinity I troponin reagent, list number 08p13-34. All further information will be submitted under MDR 3005094123-2024-00339-00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6) initial= 172.5 pg/ml /redrawn and repeated after an hour sid (B)(6) = 11 pg/ml /repeated sid (B)(6) on alinity (B)(6) =13 pg/ml. The customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.